Event description:
It was reported to MFR that the vns pt was experiencing an irregular heartbeat. The pt reported that when the physician attempts to increase the device settings, the arrhythmia occurs and the physician has to turn the settings back down. The pt reported that follow up was performed with a cardiologist, who attributed the irregular heartbeat to vns therapy. Attempts to obtain additional info from the treating physician are underway.